Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d4, h4. Based on the results of the investigation, the presence of dents, scratches, and cracks on the side of the video connector indicates that the video connector has been stressed. It was determined that the internal parts came off because an impact was applied to the inside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the internal connector component had fallen off and caused the reported noise issue. Additionally, the cable was found scratched and flooded, and the video connector contact was corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was producing a noise when the connector piece was manipulated. According to the initial reporter, this event took place during preparation for a transurethral resection procedure. Reportedly, the intended procedure was completed by replacing the subject device with a similar product. The initial reporter went on to confirm that this event had no impact on the patient. During the device evaluation, it was discovered that a portion of the internal connector part was falling off. This report is being submitted to capture the internal material separation noted during the device evaluation.